Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was experiencing high blood glucose after an infusion set change and after a bolus. Customer does not recall any significant events leading to the error. Customer's blood glucose was 173 mg/dl at the time of incident and 473 mg/dl at the time of the call. Troubleshooting was done for high blood glucose and customer declined to check for leaks in tubing and site issues but did want to check their basal rate settings and bolus settings. Customer was advised to monitor pump and to follow up with doctor.